Manufacturer narrative:
(B)(4). Beyond the re-programming, information suggests that these medical devices remain actively in service without further issue. As new information would become available, this report will be further evaluated and updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The field allegations could not be confirmed through analysis. The device meets specifications.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) in association with the transvenous right ventricular (rv) exhibited diaphragmatic oversensing on the rv lead when bearing down. At one time, inappropriate shock therapy was delivered as a result. An adjustment to the duration of the tachy settings was done. The local area sales representative confirmed that there had been some episodes where the patient was asytolic for > 2 seconds. There had not been syncope evident at any time. Rv sensitivity had been re-programmed to least. At the recent device follow up, it was evident that there had been one non-sustained episode recorded since the changes were made to sensitivity and duration. Therefore it was noted that the programming changes have helped, but have not resolved the issue of oversensing. No other adverse patient effects were observed. Subsequent information received that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to normal battery depletion (nbd). This device was returned for analysis. No adverse patient effects were reported.